Event description:
Philips received info from a customer site that the detector one lead bucket of the axis spect system started separating from its mounting plate. There was no report of injury to pt or operator.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. Philips field service engineer (fse) evaluated the system and determined that the problem was caused by untrained personnel attempting to perform a collimator exchange. This system has been serviced by a third party provider for several years; improper training could cause this damage by inserting a collimator server with collimators on the server and the on the detector. The collimator on the detector would collide with the collimator on the server causing the damage. Furthermore, document # (B)(4) are axis/irix head bucket fatigue test reports indicating that the total deflection from the lead bucket to the mounting plate after continuous rotation with the supplemental weight to represent a real situation of a 35-year life cycle. The total deflection that was calculated after the test was .080" from the lead bucket to the mounting plate, which was less than the measured .1875" on the system in the reported event. The lead bucket was replaced at the customer site and the system is operating as intended. (B)(4). Final MDR mailed on september 30, 2013.